Event description:
The customer reported that while running on hiv-1 p24 antigen assay, the sample ids in rows b2 through b12 had been duplicated in rows f2 through f12. No error message was generated. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.